Event description:
The catheter was inserted into basilic vein of the premature infant on (B)(6) and on (B)(6), the nurse found the catheter broken at 0.5 cm above oval disk.

Manufacturer narrative:
The sample was received on 03/04/2009, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).